Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter displayed inaccurately high results compared to her feelings/normal results and another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the alleged product issue began on (B)(6) 2018. The patient reported that on two unspecified dates she obtained results of ¿186 to 248mg/dl and around 300 and 500 mg/dl¿ which she compared to feelings/normal results. Meter to feelings/normal results do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medications, (metformin1000 mg and glipizide10 mg twice a day), diet and exercise. She reported that she exercised more and ate less sugary foods in response to the alleged issue. On both occasions the patient stated that as a result she woke up very sweaty. The patient denied that she received any treatment. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient confirmed that the test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.